Event description:
Follow up information identified the patient underwent surgical intervention (B)(6) 2017 where the ipg was removed and replaced which resolved the issue.

Manufacturer narrative:
Corrected date: (B)(6) 2016.

Manufacturer narrative:
(B)(4). This ipg serial number was included multiple field advisories: 1627487-07262012-002-r, 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient stopped using and charging her scs ipg sometime in 2014. An sjm representative met with the patient and confirmed the ipg is depleted. Surgical intervention may be pending to address the issue.